Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error, and had a blank display four weeks ago. The battery was changed twice and the display functioned again. It was stated that after this incident the customer's glucose started to fluctuate from 2.2 to 16mmol/l, and up. It was stated that the hospital changed the settings several times, but the doctor and the customer were not comfortable using the insulin pump and requested a replacement. No further information was provided.